Event description:
It was reported through an insurance co that the pt went to use a pool lift at a facility when during an attempt to sit down, allegedly, the chair swung away causing the pt "to be injured." Specific details were not supplied by the insurance co.